Event description:
On (B)(6) 2013, dr (B)(6), of (B)(6) hospital, operated on a female with a clostridium difficile infection. A biodesign surgisis parastomal reinforcement graft was placed for the repair of a parastomal hernia. Relief of a small bowel obstruction was also performed during this surgery. Covidien absorba tacks were used to secure the biodesign graft in place. On (B)(6) 2013, the pt had an unspecified procedure done for a draining area in the incision line. During this procedure, several absorba tacks were found at the fascial layer and were removed. Initial reports of the feedback indicated these absorba tacks were showing signs of infection. On (B)(6) 2013, the pt underwent surgery, for unspecified reasons, and the ileostomy was relocated and the biodesign graft was removed. Current pt status unknown at this time.

Manufacturer narrative:
Device lot number unknown at this time. Device expiration date unknown as lot number is unknown. Device manufacture date unknown as lot number is unknown. Investigation evaluation: investigation into this feedback included a review of the feedback details received, communication with the associated cook sales representative, discussion of the feedback with the incident investigation committee, contact attempts to dr (B)(6)'s office on (B)(4) 2014 and review of the biodesign surgisis parastomal reinforcement graft IFU fp0048-01h. Summary of investigation findings: at this time, we do not have enough details available to determine why the pt underwent surgery on (B)(6) 2013 or why the biodesign graft was removed. With the clostridium difficile infection present at the time of surgery on (B)(6) 2013, we suspect the pt's course of events is related to her underlying infection. However, due to the lack of details available, the root cause for the removal of the biodesign surgisis parastomal reinforcement graft remains inconclusive. Contact attempts have been made to dr (B)(6)'s office with messages left requesting follow-up. These efforts to gather additional details will continue. If/when additional information is received, that alters our conclusion to this complaint, a follow-up MDR will be filed.